Event description:
This device was noted on (B)(6) 2012 due to cardiac arrest. The patient had a cardiac arrest at home. Cardio-pulmonary resuscitation and defibrillator shock was required. Patient was treated in the coronary care unit at local hospital. The physician was unknown at cardiothoracic center in great britain, united kingdom. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).